Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a drug partner regarding a patient receiving intrathecal lioresal via an implanted pump. It was reported the patient experienced seizures after intrathecal baclofen pump replacement while on the starting dose. The patient also experienced seizures after a small dose increased. It was noted the issue was not an overdose.